Event description:
N/a.

Manufacturer narrative:
As per the additional information received, the reported incident is determined to be not reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database. Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had displayed gas loss in iab circuit alarm. There was no harm or injury reported.